Manufacturer narrative:
We checked the work cycle of the poly liner involved, without finding any dimensional anomaly. Also, we did not receive any other signaling related to this lot number. A total of (B)(4) l1 liners have been manufactured with the lot # 201304215, and (B)(4) of them have been used. We did not receive the liner involved at the moment, but we know it is being returned to us. We will submit and follow-up report after analysis on it.

Manufacturer narrative:
We checked the work cycle of the poly liner involved, without finding any dimensional anomaly. Also, we did not receive any other signaling related to this lot # of liner. A total of (B)(4) l1 liners have been manufactured with the lot # 201304215, and (B)(4) of them have been surely used. When this complaint was registered ((B)(6) 2014), we received information that the liner involved would have been returned to us for investigation, but now we have verified that probably we will not receive it, so a deep investigation is not possible. Our analysis on this specific lot # involved and on other similar complaints (ref. MFR report # 3008021110-2014-00003, 3008021110-2014-00004, 3008021110-2014-00007) indicate that it's not an issue related to the liner itself, but more likely to the surgical technique used when implanting it. We believe that the probable causes of the micro-movements are the following: presence of bone fragments / tissues in the coupling mechanism before insertion of the liner into the metal back; or incorrect insertion of the liner, which damages the snap-in poly mechanism of the liner and causes the micro-movements of the liner after its insertion; by internal tests performed, we verified that also the impaction of the liner after its insertion into the metal back can cause deformation of the snap-in poly mechanism and subsequently the micro-movements of the liner. The impaction of the liner was performed in this case, but it's an action not described in the smr surgical technique. To reduce the risk of occurrence of such issue, the following indications are reported in the smr surgical technique: "..after having carefully cleaned the inside and the edges of the metal back from fat and soft tissue, push the liner until it snaps in using the liner inserter". We believe that the use of a dedicated instrument (liner inserter, model # 9013.75.180), which has already introduced on the us market, will reduce the risk of recurrence of such issue. A total of over (B)(4) l1 poly liners have been marketed ww since 2003, and (B)(4) similar events have been reported until now ((B)(4)). The total occurrence rate of such issue is (B)(4)%, but none of the above cases showed pre-existing defects on the devices. Limacorporate will keep monitored the market to promptly detect the possible recurrence of such issues.

Event description:
During a surgery dated (B)(6) 2014, after insertion of the smr l1 poly liner into the l1 metal back glenoid and subsequent impaction, the liner had micro-movements ("it was wobbling") inside the metal back. Then the surgeon removed the liner and replaced it with a new liner which seated correctly into the same metal back, without any micro-movement. The event occurred in the us.

Event description:
During a surgery dated (B)(6) 2014, after insertion of the l1 poly liner into the l1 metal back glenoid, the liner had micro-movements inside the metal back. Then the surgeon removed the liner and replaced it with a new liner, which seated correctly into the same metal back, without any micro-movement. The event occurred in the us.